Event description:
It was reported to philips that the system failed to emit x-rays. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. Philips has completed a good faith effort to get further information regarding patient and procedure outcome. However, the customer has not provided the request information. The philips remote service engineer (rse) analyzed the system remotely and confirm that the system failed to emit x-rays. Review of the system log file showed that the problem with x-ray tube. To resolve the issue, field service engineer (fse) replaced x-ray tube. The defective component was returned to philips for analysis and the investigation revealed that the tube malfunctioned due to a vacuum leak in the cathode insulator. Historical data indicates that even a minor leak can result in a gradual decline in vacuum integrity. Consequently, this issue becomes apparent over time, manifesting as an increased frequency of tube current out of range errors, arcing incidents, or grid-switch (gs) failures. The system was returned to use in good working order. The codes were updated based on the investigation outcome.